Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received deployed. The data showed that the pod ran for 38 pulses and was deactivated after second prime. The data shows that during first prime; timeouts occurred in tandem with a failure of the rotational sensor to transition, indicating that a complete drive stall occurred. During rerun, a singular timeout was observed in the data, however the device recovered and was able to successfully continue to run. No drive stalls were observed during the rerun. No damages or deficiencies were observed that would contribute to a drive stall. The exact cause of the drive stall could not be determined.